Event description:
Patient reported they have damage to their teeth from the aligners. Their dentist wants nothing to do with byte. Patient noticed increased pressure between their teeth and cracks. They paused the aligner treatment for a while, byte is unable to make any changes to their treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.